Event description:
Reprise iii (B)(4) (small vascular repair required). Small vascular repair required.

Manufacturer narrative:
This follow-up MDR is to give an update on the investigation findings by creganna medical in relation to this event as follows: a review of the manufacturing documentation for lot# 246447r and all of its subcomponents was completed and found that the device met its material, assembly and product specifications at the time of release to distribution. The review of the router and subsequent sub assembly routers did not highlight any anomalies. A similar complaint review was completed for lot # 246447r to determine if other complaints had been reported against this lot with the same as reported classification and none were identified. A ship history review was completed and found that (B)(4) units from the lot# 246447r were shipped to (B)(4) on 19-feb -2015 from the information available, there is no evidence present to indicate that the device was not used per the directions for use/product label. The device was not returned to the manufacturing site therefore a technical analysis could not be completed. Based on a review of the fmeas and based on this complaint investigation no updates are required to the risk documentation for the lotus introducer sheath at this time. There is no indication of a potential processing, design or use failure associated with this complaint. The device was not returned for review. Damage to the vessel is considered in multiple places within the risk documentation and is not a new or unanticipated failure mode. We will continue to monitor occurrence rates per the risk documentation. Based on the device review and the event description for this complaint, the root cause classification assigned to this complaint is 'anticipated procedural complication'. An 'anticipated procedural complication ' is defined as where 'the complaint is due to a known physiological effect of the procedure noted within the instructions for use, and or device labelling' based on the above conclusion there is no need to escalate this complaint any further. Not returned to manufacturer.

Event description:
Initial complaint description received is as follows: 'reprise iii 0304r3033 (small vascular repair required). Small vascular repair required.'